Event description:
It was reported that insulin was leaking past the o-rings into the reservoir compartment. The customer's recent glucose reading was 123mg/dl. The customer stated that he has experienced high glucose of 800mg/dl due to the insulin not being pushed through the tubing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.